Event description:
It was reported that the snap tab broke before use. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Pull tab of flush device was completely broken off from the bottom of the poppet. Broken pull tab was not returned with the unit. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Zero-stopcock was not returned with the unit.